Event description:
After an implantation period of approximately 113 months it was reported that the lead was extracted due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin (into 2 segments). The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. During the inspection a bent fixation helix was found, which most likely resulted from the extraction procedure due to tensile stress. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.